Event description:
A customer contacted beckman coulter inc. (Bci) stating that a phosphorous (phos) module was received leaking. No injury was reported.

Manufacturer narrative:
The customer was sent replacement.